Event description:
Dealer states "ref 10lks021948 the seat broke in half at the back." Replace under warranty (B)(4). Nothing further reported.

Manufacturer narrative:
25aug1: (B)(4) - no RMA has been initiated for this issue. Model 6895, serial number/date code (B)(4) is approximately 1 year, 7 months old. The owner's manual part number 1118394 rev b (feb-04)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.